Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction") and infection ("infections"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, hypersensitivity and infection outcome was unknown. The reporter considered hypersensitivity, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B02263,bc2263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal infection, genital herpes, dysuria, vaginal discharge, vaginitis, bacterial vaginosis, vaginal candidiasis, irregular menstrual cycle, chills, cough, general body pain, muscle ache, ear pain, tiredness, mastodynia, ovarian cyst, uterine bleeding, dysmenorrhea, endocervical squamous metaplasia, nabothian cyst, adenomyosis, edema, dysfunctional uterine bleeding and grand multiparity. Concomitant products included cefazolin (B)(6) 2017 to (B)(6) 2018, ibuprofen, medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2015, metronidazole (flagyl)(B)(6) 2017 to (B)(6) 2018, nsaids since (B)(6) 2015, oxycodone hydrochloride;paracetamol (percocet) from january 2015 to april 2018, paracetamol (acetaminophen) since march 2015 and valaciclovir hydrochloride (valtrex) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In june 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menstrual disorder, hypersensitivity, vaginal infection, urinary tract infection, depression and anxiety outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 1-3 coils was observed in the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure devic!e was successfully occluded. Impression: bilateral essure devices with non visualization of the fallopian tubes.. Pathology test - on (B)(6) 2018: diagnoses: uterus, hysterectomy with bilateral salpingectomy uterine cervix: focal squamous metaplasia. Chronic endocervicitis. Nabothian cysts. Uterine corpus: secretory phase endometrium. Focal superficial adenomyosis. Fallopian tubes, bilateral: mild villous fibrosis. Mild edema of the fimbriated ends. Ultrasound pelvis - on (B)(6) 2018: findings: the uterus measures 9.5 x 4.3 x 5.9 cm with no local abnormality endometrium is uniform and measures 7 mm col-de-sac area appears normal there is intact arterial and venous flow involving each ovary the right ovary measures 3.0 x 1.5 x 2.4 cm, and the left ovary measures 3.5 x 2.4 x 3.2 cm. There is left ovarian cyst measuring 1.8 cm essure devices seen in each adnexal region. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Date of explant was added. Event pt term was updated from infection to vaginal infection. Following events were added: abnormal bleeding (vaginal & menorrhagia), urinary tract infection, depression and mental anguish. Event onset date and outcome were added. Reporters, medical history and concomitant drug were added. Fu 1 & 2 processed together. On (B)(6) 2019: medical record received. Lot number was added. Concomitant drug, conditions, reporter's information and lad data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. Bc2263- not valid, b02263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal infection, genital herpes, dysuria, vaginal discharge, vaginitis, bacterial vaginosis, vaginal candidiasis, irregular menstrual cycle, chills, cough, general body pain, muscle ache, ear pain, tiredness, mastodynia, ovarian cyst, uterine bleeding, dysmenorrhea, endocervical squamous metaplasia, nabothian cyst, adenomyosis, edema, dysfunctional uterine bleeding and grand multiparity. Concomitant products included cefazolin5-(B)(6) 2017 to (B)(6) 2018, ibuprofen, medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2015, metronidazole (flagyl)(B)(6) 2017 to (B)(6) 2018, nsaids since (B)(6) 2015, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2015 to (B)(6) 2018, paracetamol (acetaminophen) since march 2015 and valaciclovir hydrochloride (valtrex) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), urinary tract disorder ("urinary probs."), vaginal discharge ("vag. Discharge"), bladder disorder ("bladder problem") and cystitis ("bladder infection"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, vaginal infection, vaginal haemorrhage, menorrhagia, urinary tract infection, genital haemorrhage, urinary tract disorder, vaginal discharge, bladder disorder and cystitis had resolved and the menstrual disorder, depression, anxiety, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 1-3 coils was observed in the tubes. Plaintiff received treatment for pain , bleeding and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 20-nov-2017: essure devic!e was successfully occluded. Impression: bilateral essure devices with non visualization of the fallopian tubes.. Pathology test - on 28-mar-2018: diagnoses: uterus, hysterectomy with bilateral salpingectomy uterine cervix: -focal squamous metaplasia. -chronic endocervicitis. -nabothian cysts. Uterine corpus: -secretory phase endometrium. -focal superficial adenomyosis. Fallopian tubes, bilateral: --mild villous fibrosis. --mild edema of the fimbriated ends. Ultrasound pelvis - on (B)(6) 2018: findings: the uterus measures 9.5 x 4.3 x 5.9 cm with no local abnormality endometrium is uniform and measures 7 mm col-de-sac area appears normal there is intact arterial and venous flow involving each ovary the right ovary measures 3.0 x 1.5 x 2.4 cm, and the left ovary measures 3.5 x 2.4 x 3.2 cm there is left ovarian cyst measuring 1.8 cm essure devices seen in each adnexal region.. Lot number (bc2263) is invalid. Lot number: b02263 manufacture date: 2013-02 expiration date: 2016-02 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received-new events bladder problem, , bladder infection were added. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. Bc2263- not valid, b02263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, mastodynia, asthma and breast pain. Concurrent conditions included vaginal infection, genital herpes, dysuria, vaginal discharge, vaginitis, bacterial vaginosis, vaginal candidiasis, irregular menstrual cycle, chills, cough, general body pain, muscle ache, ear pain, tiredness, mastodynia, ovarian cyst, uterine bleeding, dysmenorrhea, endocervical squamous metaplasia, nabothian cyst, adenomyosis, edema, dysfunctional uterine bleeding and grand multiparity. Concomitant products included cefazolin (B)(6) 2017 to (B)(6) 2018, ibuprofen, medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2015, metronidazole (flagyl) (B)(6) 2017 to (B)(6) 2018, nsaids since (B)(6) 2015, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2015 to (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2015 and valaciclovir hydrochloride (valtrex) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal discharge ("vag. Discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), psychological trauma ("psych injury"), urinary tract disorder ("urinary probs."), bladder disorder ("bladder problem") and cystitis ("bladder infection"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, hypersensitivity, vaginal infection, vaginal discharge, urinary tract infection, urinary tract disorder, bladder disorder and cystitis had resolved and the abdominal pain, menstrual disorder, depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 1-3 coils was observed in the tubes. Plaintiff received treatment for pain , bleeding and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure devic!e was successfully occluded. Impression: bilateral essure devices with non visualization of the fallopian tubes.. Pathology test - on (B)(6) 2018: diagnoses: uterus, hysterectomy with bilateral salpingectomy uterine cervix: focal squamous metaplasia. Chronic endocervicitis. Nabothian cysts. Uterine corpus: secretory phase endometrium. Focal superficial adenomyosis. Fallopian tubes, bilateral: mild villous fibrosis. Mild edema of the fimbriated ends. Ultrasound pelvis - on (B)(6) 2018: findings: the uterus measures 9.5 x 4.3 x 5.9 cm with no local abnormality endometrium is uniform and measures 7 mm col-de-sac area appears normal there is intact arterial and venous flow involving each ovary the right ovary measures 3.0 x 1.5 x 2.4 cm, and the left ovary measures 3.5 x 2.4 x 3.2 cm there is left ovarian cyst measuring 1.8 cm essure devices seen in each adnexal region.. Lot number (bc2263) is not valid. Lot number: b02263 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2021: mr received. Reporter information, other relevant history added. Case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. Bc2263- not valid, b02263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, mastodynia, asthma and breast pain. Concurrent conditions included vaginal infection, genital herpes, dysuria, vaginal discharge, vaginitis, bacterial vaginosis, vaginal candidiasis, irregular menstrual cycle, chills, cough, general body pain, muscle ache, ear pain, tiredness, mastodynia, ovarian cyst, uterine bleeding, dysmenorrhea, endocervical squamous metaplasia, nabothian cyst, adenomyosis, edema, dysfunctional uterine bleeding and grand multiparity. Concomitant products included cefazolin (B)(6) 2017 to (B)(6) 2018, ibuprofen, medroxyprogesterone acetate (depo-provera) from (B)(6) 2015, metronidazole (flagyl) (B)(6) 2017 to (B)(6) 2018, nsaids since (B)(6) 2015, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2015 to (B)(6) 2018, paracetamol (acetaminophen) since march 2015 and valaciclovir hydrochloride (valtrex) from (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal discharge ("vag. Discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), psychological trauma ("psych injury"), urinary tract disorder ("urinary probs."), bladder disorder ("bladder problem") and cystitis ("bladder infection"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, hypersensitivity, vaginal infection, vaginal discharge, urinary tract infection, urinary tract disorder, bladder disorder and cystitis had resolved and the abdominal pain, menstrual disorder, depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 1-3 coils was observed in the tubes. Plaintiff received treatment for pain , bleeding and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure devic!e was successfully occluded. Impression: bilateral essure devices with non visualization of the fallopian tubes.. Pathology test - on (B)(6) 2018: diagnoses: uterus, hysterectomy with bilateral salpingectomy; uterine cervix: focal squamous metaplasia. Chronic endocervicitis. Nabothian cysts. Uterine corpus: secretory phase endometrium. Focal superficial adenomyosis. Fallopian tubes, bilateral: mild villous fibrosis. Mild edema of the fimbriated ends. Ultrasound pelvis - on (B)(6) 2018: findings: the uterus measures 9.5 x 4.3 x 5.9 cm with no local abnormality endometrium is uniform and measures 7 mm col-de-sac area appears normal there is intact arterial and venous flow involving each ovary the right ovary measures 3.0 x 1.5 x 2.4 cm, and the left ovary measures 3.5 x 2.4 x 3.2 cm there is left ovarian cyst measuring 1.8 cm essure devices seen in each adnexal region. Lot number (bc2263) is not valid. Lot number: b02263, manufacture date: 2013-02, expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-apr-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. Bc2263-not valid,b02263) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal infection, genital herpes, dysuria, vaginal discharge, vaginitis, bacterial vaginosis, vaginal candidiasis, irregular menstrual cycle, chills, cough, general body pain, muscle ache, ear pain, tiredness, mastodynia, ovarian cyst, uterine bleeding, dysmenorrhea, endocervical squamous metaplasia, nabothian cyst, adenomyosis, edema, dysfunctional uterine bleeding and grand multiparity. Concomitant products included cefazolin (B)(6) 2017 to (B)(6) 2018, ibuprofen, medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2015, metronidazole (flagyl) (B)(6) 2017 to (B)(6) 2018, nsaids since (B)(6) 2015, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2015 to (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2015 and valaciclovir hydrochloride (valtrex) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menstrual disorder, hypersensitivity, vaginal infection, urinary tract infection, depression and anxiety outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 1-3 coils was observed in the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure devic!e was successfully occluded. Impression: bilateral essure devices with non visualization of the fallopian tubes.. Pathology test - on (B)(6) 2018: diagnoses: uterus, hysterectomy with bilateral salpingectomy uterine cervix: focal squamous metaplasia. Chronic endocervicitis. Nabothian cysts. Uterine corpus: secretory phase endometrium. Focal superficial adenomyosis. Fallopian tubes, bilateral: mild villous fibrosis. Mild edema of the fimbriated ends. Ultrasound pelvis - on (B)(6) 2018: findings: the uterus measures 9.5 x 4.3 x 5.9 cm with no local abnormality endometrium is uniform and measures 7 mm col-de-sac area appears normal there is intact arterial and venous flow involving each ovary the right ovary measures 3.0 x 1.5 x 2.4 cm, and the left ovary measures 3.5 x 2.4 x 3.2 cm. There is left ovarian cyst measuring 1.8 cm essure devices seen in each adnexal region. Lot number bc2263 is invalid. Most recent follow-up information incorporated above includes: on 9-aug-2019: update of information (batch is not valid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. Bc2263- not valid, b02263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal infection, genital herpes, dysuria, vaginal discharge, vaginitis, bacterial vaginosis, vaginal candidiasis, irregular menstrual cycle, chills, cough, general body pain, muscle ache, ear pain, tiredness, mastodynia, ovarian cyst, uterine bleeding, dysmenorrhea, endocervical squamous metaplasia, nabothian cyst, adenomyosis, edema, dysfunctional uterine bleeding and grand multiparity. Concomitant products included cefazolin5-(B)(6)2017 to (B)(6)2018, ibuprofen, medroxyprogesterone acetate (depo-provera) from (B)(6)2015 to (B)(6)2015, metronidazole (flagyl)(B)(6)2017 to (B)(6)2018, nsaids since (B)(6)2015, oxycodone hydrochloride;paracetamol (percocet) from (B)(6)2015 to (B)(6)2018, paracetamol (acetaminophen) since (B)(6)2015 and valaciclovir hydrochloride (valtrex) from (B)(6)2015 to (B)(6)2015. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2018, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain was resolving, the menstrual disorder, hypersensitivity, vaginal infection, urinary tract infection, depression and anxiety outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 1-3 coils was observed in the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6)2017: essure devic!e was successfully occluded. Impression: bilateral essure devices with non visualization of the fallopian tubes.. Pathology test - on(B)(6)2018: diagnoses: uterus, hysterectomy with bilateral salpingectomy uterine cervix: focal squamous metaplasia. Chronic endocervicitis. Nabothian cysts. Uterine corpus: secretory phase endometrium. Focal superficial adenomyosis. Fallopian tubes, bilateral: mild villous fibrosis.mild edema of the fimbriated ends. Ultrasound pelvis - on (B)(6)2018: findings: the uterus measures 9.5 x 4.3 x 5.9 cm with no local abnormality endometrium is uniform and measures 7 mm col-de-sac area appears normal there is intact arterial and venous flow involving each ovary the right ovary measures 3.0 x 1.5 x 2.4 cm, and the left ovary measures 3.5 x 2.4 x 3.2 cm there is left ovarian cyst measuring 1.8 cm essure devices seen in each adnexal region.. Lot number (bc2263) is invalid. Lot number: b02263 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-aug-2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. Bc2263- not valid, b02263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal infection, genital herpes, dysuria, vaginal discharge, vaginitis, bacterial vaginosis, vaginal candidiasis, irregular menstrual cycle, chills, cough, general body pain, muscle ache, ear pain, tiredness, mastodynia, ovarian cyst, uterine bleeding, dysmenorrhea, endocervical squamous metaplasia, nabothian cyst, adenomyosis, edema, dysfunctional uterine bleeding and grand multiparity. Concomitant products included cefazolin5-(B)(6)2017 to (B)(6)2018, ibuprofen, medroxyprogesterone acetate (depo-provera) from (B)(6)2015 to (B)(6)2015, metronidazole (flagyl)(B)(6)2017 to (B)(6)2018, nsaids since (B)(6)2015, oxycodone hydrochloride;paracetamol (percocet) from (B)(6)2015 to (B)(6)2018, paracetamol (acetaminophen) since march 2015 and valaciclovir hydrochloride (valtrex) from (B)(6) 2015 to (B)(6)2015. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In january 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), urinary tract disorder ("urinary probs.") And vaginal discharge ("vag. Discharge"). The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, hypersensitivity, vaginal infection, vaginal haemorrhage, menorrhagia, urinary tract infection, genital haemorrhage, urinary tract disorder and vaginal discharge had resolved and the menstrual disorder, depression, anxiety, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 1-3 coils was observed in the tubes. Plaintiff received treatment for pain , bleeding and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2017: essure devic!e was successfully occluded. Impression: bilateral essure devices with non visualization of the fallopian tubes.. Pathology test - on (B)(6)2018: diagnoses: uterus, hysterectomy with bilateral salpingectomy uterine cervix: -focal squamous metaplasia. -chronic endocervicitis. -nabothian cysts. Uterine corpus: -secretory phase endometrium. -focal superficial adenomyosis. Fallopian tubes, bilateral: --mild villous fibrosis. --mild edema of the fimbriated ends. Ultrasound pelvis - on (B)(6)2018: findings: the uterus measures 9.5 x 4.3 x 5.9 cm with no local abnormality endometrium is uniform and measures 7 mm col-de-sac area appears normal there is intact arterial and venous flow involving each ovary the right ovary measures 3.0 x 1.5 x 2.4 cm, and the left ovary measures 3.5 x 2.4 x 3.2 cm there is left ovarian cyst measuring 1.8 cm essure devices seen in each adnexal region.. Lot number (bc2263) is invalid. Lot number: b02263 manufacture date: 2013-02 expiration date: 2016-02 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet document received, new reporter, patient demographic , essure indication, start date and event abdominal plaintiff fact sheet document received and event abdominal ,gen abnorm bleed, psych injury, urinary probs, vag. Discharge were added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.